Event description:
Customer reported experiencing low blood glucose levels after resuming insulin deliveries, with the lowest recorded level being 91 mg/dl. The low blood glucose level was attributed to an incorrect time setting on the customer's insulin pump, which affected insulin delivery. Customer contacted technical support, received assistance to correct the pump's date and time, and acknowledged that this was likely the cause of the issue. After updating the settings, the customer resumed insulin deliveries and was advised to monitor the situation and report if the time discrepancy occurs again.